Manufacturer narrative:
Exact date unknown, event occurred since implant.

Event description:
It was reported that the patient was not getting back pain relief due to lead migration. Following the lead revision procedure, the lead was fractured as physician was doing adjustments. An electrocautery was used to create another opening for lead placement and the patient underwent a paddle lead replacement procedure and was doing well postoperatively. The explanted paddle lead was discarded by medical facility.